Manufacturer narrative:
An event of paravalular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that no calclium was present and that there was no difficulty deploying the valve. Final implant depth non-coronary cusp was 7 mm which was deaper than intended may have cause the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6).- vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 7mm. There was no difficulty implanting the 27mm navitor valve and no anatomical or tissue/calcium interference affecting expansion of the valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A post-implant angiogram revealed mild perivalvular leakage (pvl). The pvl was considered acceptable and no intervention was performed or planned. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a complete heart block. The decision was made to implant a single chamber permanent pacemaker and monitor the patient for a few days. The cause of the patient's complete heart block is attributed to the implant procedure. The patient was discharged in good condition at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 7mm. There was no difficulty implanting the 27mm navitor valve and no anatomical or tissue/calcium interference affecting expansion of the valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A post-implant angiogram revealed mild perivalvular leakage (pvl). The pvl was considered acceptable and no intervention was performed or planned. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a complete heart block. The decision was made to implant a single chamber permanent pacemaker and monitor the patient for a few days. The cause of the patient's complete heart block is attributed to the implant procedure. The patient was discharged in good condition at the time of report.